Manufacturer narrative:
During further investigation it was identified patient had reported having infusion set issues. No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating patient has been hospitalized on four occasions.